Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: customer contact information was not provided, therefore, manufacturer is unable to contact customer to ensure the initial concern is resolved.

Event description:
Consumer reported complaint of negative/ no change trace results for the ketone test strips. Complaint was reported via e-mail by retailer (kroger) on behalf of the customer: retailer (kroger) reference number: (B)(4). No symptoms and no medical attention related to the use of the product were reported. Customer contact information was not provided. No further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 18-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: ketone test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-001: user had an inaccurate reference.